Event description:
The pt was reportedly experiencing facial weakness, taste disturbance and burning sensation in the mount after the implant surgery. The company was informed that the pt was prescribed with evoxac. The pt continues to be monitored by the clinic.